Event description:
The device was used during an unspecified laparoscopic gynecological procedure. Reportedly, the suture broke. The surgeon used another another suture to complete the procedure. The hosp has reported no pt injury occurred.